Manufacturer narrative:
(B)(4). Reported event of stent positioning problem. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex¿ tracheobronchial stent was to be used in the trachea during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a malignant stricture caused by metastatic lung cancer. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the physician advanced the ultraflex¿ tracheobronchial stent through an endotracheal tube and completely deployed the ultraflex¿ tracheobronchial stent; however, the stent was deployed in the wrong location. Half of the stent was deployed in the trachea while the other half was in the endotracheal tube. The ultraflex¿ tracheobronchial stent and endotracheal tube were removed together and the physician chose to abort the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.